Manufacturer narrative:
For 2 events, the service actions resolved the issue. For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up action for 1 event was that the field service representative found a clogged sample probe. He found the sipper nozzle was broken and it was replaced. The follow up action for 1 event was that the field service representative found particles in the tubing between sipper syringe and pinch tubes. He changed the pinch valves and performed instrument checks. There were no follow up actions for 2 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e 801 module. The events involved a total of 20 patients with the following: 2 questionable results for elecsys ferritin, 1 questionable result for elecsys vitamin b12 immunoassay, 3 questionable results for elecsys tsh assay, 3 questionable results for elecsys insulin, 11 questionable results for tacrolimus elecsys. The patients' ages ranged from 21 years to 69 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.